Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer had a piece missing from their insulin pump. The customer stated when they put inserted the reservoir, it does not lock into place. The customer's blood glucose was 400 mg/dl. Customer had treated their blood glucose with the insulin pump. The customer also reported there was a crack in their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.